Manufacturer narrative:
The actual device was available for evaluation and investigation recently. The DHR was reviewed and no discrepancies were noted. More results will be available after completion of the investigation. However, failure to osseointegrate is a well known inherent risk of the procedure. The doctor confirmed that the hitting the partial may have been a contributing factor for the failure.

Event description:
The dentist reported that the implant failed to osseointegrate. The patient was reported to be in satisfactory condition and no serious injury was reported. The bone was type IV and the implant was placed in a previously grafted tissue. There was general bone loss and granulated tissue around the implant. After the procedure, the patient decided to have an overdenture done with two implants on lower mandible placed. No further issues have been reported by the patient.